Event description:
During service and repair testing, it was observed that the attachemtn device had temperature above spec. This event was not related to surgery. There was no pt involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available info has been disclosed. If add'l info should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device eval: the actual device was returned for eval. The device was evaluated and the reported condition was confirmed. If add'l info should become available, a supplemental medwatch report will be sent accordingly. (B)(4).